Event description:
Additional information was received confirming that the associated rv lead is a boston scientific lead. Further, it was indicated that all other measurements were within range. No revision was performed. No lead or device issue was suspected. Further, the patient will be monitored through the remote monitoring system. Defibrillation threshold (dft) test was performed but the results remain unknown at this time. No adverse patient effects were reported.

Event description:
Boston scientific received information that high out of range shock impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and an unknown right ventricular lead through the remote monitoring system. It was reported that there had been a gradual rise in the shock impedance measurements since implant. The device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information is requested. This investigation will be updated should further information be provided.